Event description:
Pt sample originally tested negative for anti-hbc with abbott's corzyme assay in march 1996. A new sample from the pt obtained in august 1997 was tested with corzyme and was positive. Account pulled the original sample from march 1996 (frozen) and tested it with corzyme and obtained a positive result.